Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported high blood glucose readings. Customer's current blood glucose reading is 400 mg/dl and has treated with a manual injection. Customer also stated that they had trouble inserting the quick set infusion set. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. No further information reported.